Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8925t syndesmosis tightropes suture pulled through and tore thru the button on the tight rope. This occurred during an unknown case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to excessive force when pulling the suture.